Event description:
A nurse reported that the system shut down on its own during a surgical procedure. The staff rebooted the system and the procedure was completed. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).